Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental medical device report (MDR) will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an upstream occlusion error. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; however, the tamper seals were missing. There was evidence of the error in the event history log. The reported problem was duplicated during functional test as it failed occlusion. The investigation showed that the upstream occlusion sensor was inoperable and was also the cause of the reported problem. It was recommended replacing the upstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) model number: 2120.